Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins had shifted, and patient had trouble charging. The patient's ins shifted slightly more towards armpit. It was also noted that they could not use the holster as it doesn't hit right spot. The caller stated that the health care professional (hcp) had a smaller belt they used and wondered whether we had that. The caller then stated that battery had not shifted but it just seems it is sideways. No further patient complications were reported/ anticipated as a result of this event